Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical details provided was sufficient to determine the root cause. The root cause of the access site bleeding was most likely due to use issue because of the improper suturing that lead to reinsertion of the repo sheath that caused the bleed. The issue resolved the later day after perclose suture tightened, held pressure, pressure dressing applied, and sandbag placed at the bleeding site.

Event description:
The user facility reported a 47-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that after the impella implant, the doctor found a perclose suture knot outside the body. The repositioning sheath was completely pulled back and the suture knot was advanced inside. There was bleeding noted around the site after the repositioning sheath was reinserted. Perclose sutures were tightened, pressure was held, pressure dressing was applied, sandbag was placed, and a safeguard was applied.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿